Event description:
The manufacturer received information alleging a trilogy evo ventilator was returned to the manufacturer for evaluation of an electrical power issue; the device could not charge. There was no harm or injury reported. During evaluation of the device, the customer's complaint was confirmed. Since disconnection of the alternating current (ac) power cord was confirmed to the be the issue by operational check, the device's ac power cord was replaced to address the issue. The issue was resolved after replacement and the device passed final testing.